Event description:
Bad electrode, which resulted in bad signals. No patient harm occurred another grid was opened to complete the case. Vendor notified. Manufacturer response for vascular mapping catheter, advisor hd grid x (per site reporter).